Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damages were noted. The tip-up fenestrated grasper instrument was in use for 15-20 minutes. The surgeon noticed they were unable to release the jaws from tissue and had to use the instrument release kit (irk). They were unsure if the instrument collided with other instruments. The instrument was not removed prior to the breakage. The surgical staff did feel resistance upon removal of the instrument through the cannula. The cannula was unable to be removed; the cannula remains attached to the instrument for the product return. No damage to the cannula was observed. No other damage was observed on the instrument after the event occurred. The fragments were all retrieved, and they did an x-ray at the surgical site. No additional procedures were required as a result of the reported issue. The procedure was completed robotically.

Manufacturer narrative:
Based on the shaft breakage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to replicate and confirm the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets t proximal clevis at the distal end. A piece measuring proximately 0.123¿ 0.256¿ was not returned with the instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Also, the instrument was found to have a dislodged proximal clevis at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the tip- up fenestrated grasper instrument itself has a metal tip that goes on the black shaft of instrument got bent. The black shaft was coming out over the silver metal piece. It broke off inside the patient, so the bent cannula was still attached and could not get it off. No injury and an x-ray was performed and no fragments inside as of yet. The customer had to make extra incision to get the instrument out. A backup instrument was used to complete the procedure. The fragments were retrieved with a backup instrument. The surgical task was colostomy take down. The instrument wrist was not straightened before removing. The procedure was completed as planned with no reported injury.